Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, a 26mm sapien 3 valve was deployed in the native aorta. During the valve deployment, the delivery system balloon ruptured. The valve was fully deployed and secure. No post dilation was required or performed. Difficulties were encountered during the withdrawal of the delivery system. Following the removal of the esheath, some damage to the distal tip was observed, due to the withdrawal of the delivery system. No injury to the patient was reported. At the time of the report, the patient was stable and in good condition. Per the 3mensio report, the native annulus measured an average of 25.1mm by CT with a valve area of 501.1mm2. Moderate native annular calcification, mild native leaflet calcification and mild aortic root calcification was reported. The commander delivery system and esheath have been returned to edwards lifesciences for evaluation. The valve remains implanted in the patient.

Manufacturer narrative:
Additional information: evaluation codes; narrative text. Per the instructions for use (IFU), mechanical failure of the delivery system, and/or accessories potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a longitudinal and radial burst with no missing parts/pieces. The delivery system handle showed partial final adjustment and no flex adjustment. Review of the procedural images provided by the site showed the valve was deployed as intended. As stated in the event description, ¿the valve was fully deployed and secure¿. The images also showed the inflation balloon reaching its full geometry and the instant the balloon burst. Review of the 3mensio report indicated leaflet calcification was present. No relevant functional testing was able to be performed due to the condition of the returned device. Dimensional analysis of the single wall thickness of the inflation balloon near the observed burst was performed. The balloon wall thickness was within specification. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint for balloon ¿ burst was confirmed based on the condition of the returned device, but no manufacturing non-conformances were identified during the product evaluation. Review of available information suggests that the balloon burst was likely caused by patient factors (calcification). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). The available information supports that patient factors (moderate valvular calcification) likely contributed to the reported balloon burst when the balloon was fully inflated during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.